Event description:
During routine inspection the customer contacted stryker to report their device was delivering defibrillation out of tolerance. In this state the device may not be able to deliver defibrillation therapy within the expected range if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
During routine inspection the customer contacted stryker to report their device was delivering defibrillation out of tolerance. In this state the device may not be able to deliver defibrillation therapy within the expected range if needed. There was no patient involvement reported with the event.